Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are having surgery on the 9th of september to have the device readjusted because the device has moved. Patient stated that they noticed the issue at a family reunion, and didn't know if it was due to working out and losing weight. Patient reported that they saw their hcp in regards to the issue, and their hcp opted to revise the implant and place it lower under their skin. Patient reported that their preop appointment is tomorrow.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.